Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad buttons presses did not activate desired pump functions during testing. During investigation, the up arrow and down arrow key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the arrows are not always responding to the presses. It was reported there is no water exposure or trauma to the pump.